Event description:
A report was received that a patient will undergo a lead revision for an unknown reason.

Event description:
A report was received that a patient will undergo a lead revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to inadequate stimulation. An x-ray confirmed that the right lead had migrated. The patient underwent a lead revision and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial/lot#: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-3138-35, serial/lot#: (B)(4), description: scs phiii ext 35cm.